Manufacturer narrative:
(B)(4). Evaluation summary: the stent was returned for analysis but was not present on the balloon. No damage evident to two stent segments on one end of the stent; the remaining stent segments were stretched and deformed. No damage evident to the distal tip of the delivery system. The crimp impressions were clearly visible along the working length of the balloon. The folds of the balloon were closed. No other damage to delivery system was noted.

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a moderately tortuous distal cx lesion exhibiting 90% stenosis and slight calcification. The lesion was not pre-dilated. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure resistance was encountered during delivery and excessive force used. It was reported that the stent deformed in vivo during positioning. The tortuosity of the vessel was reported to have caused the deformation. No patient injury reported. The physician determined that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed with a non-mdt stent. The device was returned for evaluation. The stent was not on the delivery system of the returned device however the stent was also returned.

Manufacturer narrative:
Information received from the account confirmed that the stent was on the balloon of the stent delivery system (sds) when removed from the patient. It is indicated that the stent was loose on the balloon post removal of the device and was removed from the sds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.